Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that an ilet device failed to power on or take a charge despite being fully charged before a training session, consistent with a power or charging malfunction. Symptoms included no clinical effects. Outcomes included no impact to health or need for medical care. Investigation included customer follow-up and collection of device history and complaint details. Investigation of this case revealed a suspected charging or battery fault that prevented device start-up. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to power or battery function.